Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultramini meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the patient on october 23, 2008 and obtained additional information. The patient reported that the alleged issues first occurred on original date at 8:00 am. She informed the mas that she tested that morning at her usual time (8:00am) and obtained a result of 196 mg/dl, "which is a high result" for her. She was not experiencing any symptoms at that time. Due to the alleged high result, the patient took her usual morning metformin medication, but 'postponed" her breakfast. About an hour later, she started feeling shaky and "felt warm". She did not attempt to test her blood glucose at that time, but treated self with some "sweet juice" and felt better. She was not tested on any other device and did not require medical intervention. The night prior to the alleged high result, she had obtained a "normal reading" and had continued to take her oral medication (metformin) at night. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct, and she was also cleaning the puncture area properly. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hypoglycemia after she obtained the alleged high result and "postponed" her breakfast. She felt better after self-treatment. Replacement products were sent to the lay user/patient.